Event description:
It was reported that while using bd bactec¿ subculturing/aerobic venting unit, the venting unit needle and adapter were disconnected during use. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: this memo summarizes the findings on your recent complaint 14019376 on product 249560 (vent aerobic 50 ea), batch number 5155191. It was reported that the venting unit needle and adapter were disconnected during use. Historical complaint data for sku 249560 shows no trend for the reported issue over the past year. A review of the batch history record (bhr) for the reported batch confirms that all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing or release of the product. Retain samples have been retrieved for visual inspection, all samples were found compliant. No physical samples were returned for analysis, however the 1 image provided confirm the validity of the complaint. Based on the investigation no definitive root cause could be determined. As no complaint trends are present at this time, no further action will be taken. Bd will continue to monitor trending for this issue.

Event description:
It was reported that while using bd bactec¿ subculturing/aerobic venting unit, the venting unit needle and adapter were disconnected during use. There was no health impact or consequence reported.